Manufacturer narrative:
A direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported patient outcome could not conclusively be established through this evaluation. It was reported through patient outcome that the patient expired on (B)(6) 2020. Per patient outcome, the cause of expiration was not provided. It was also reported that the device was working as expected for the whole duration of support. The pump was not explanted and will not be returned for evaluation. The heartmate 3 lvas IFU lists the adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient expired. The cause of death was not provided. It was reported the device was working as expected for the whole time of support. No further information was provided.